Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery was observed to be depleting rapidly and fluctuating. Additionally, the customer reported experiencing issues with the insulin gauge fill estimate, and missing pixels on the pump touch screen. There was no reported adverse impact to the customer's blood glucose (bg) level. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.